Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 8808560 port & catheter allegedly experienced material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation as well as an image of the reported event. The evaluation of the device identified that the sample dislodged or dislocated; therefore, the evaluation is confirmed for catheter malposition. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
For the reported information, the device has been returned to bd for evaluation. Additionally, images were provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 8808560 port & catheter allegedly experienced material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.